Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 400 mg/dl while wearing the pod for longer than 48 hours. Symptoms reported include hyperglycemia and nausea. The patient reports their parent had applied a new pod and administered a manual injection of 15 units of insulin. An hour after the patient received manual injections their blood glucose level had reached over 400 mg/dl. The patients parent administered 5 units of insulin with the new pod. The patients blood glucose level had dropped to 48 mg/dl. The patient drank orange juice and their blood glucose level had rose to over 100 mg/dl prior to going to the hospital. Once at the hospital the patient was treated with intravenous fluids and an insulin drip. The patient was prescribed insulin. The patient was discharged from the hospital the following day.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.